Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal pulse generator change. A pre procedure chest x-ray was performed and it was noted that the left ventricular lead was dislodged. The lead was explanted and replaced successfully. The patient was in stable condition before and after the procedure.